Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead and right ventricular (rv) lead. The switches occurred at different times, but after the switch, noise was present on the channel. On the ra, the noise occurred after the switch, but there were also instances of noise prior. On the rv, the noise was very small and not sensed by the device. At this time, the system remains in service. Both leads are another manufacturer's product. No adverse patient effects were reported.